Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. Tough requested, no additional information was provided by the reporter; therefore, a review of the manufacturing history could not be performed. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that following laser assisted cataract surgery, three patients presented with descemet folds, epithelial bedewing, and corneal edema. Additional information has been requested.